Manufacturer narrative:
Concomitant medical products: r7700e27l, valve, (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on stored and current electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.